Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that they have had a return of symptoms with stimulation confirmed to be off as of (B)(6). It was stated that, when recharging, the implantable neurostimulator recharger (insr) was showing the stimulation off button, and during the call a reposition antenna screen was seen as the caller was not with the patient. It was further noted that the insr is frustrating and aggravating, and that it is not a device a person with parkinson's can use easily, with it taking forever to charge. Later on date notified it was confirmed that the ins battery was 3/4 filled, and the ins was turned back on using the patient programmer (pp). The caller was unsure how the ins was turned off because they never use the pp. The managing physician provided recharging details which confirmed that on (B)(6). The patient had charged for 1.3 hours and the ins level was at 0%, with the amount of coupling bars unknown. It was then noted that the patient indicated they saw the ins charged level was at 50%, and when the patient was asked to show how they normally charge the implant they were "not near the implant and getting 0 coupling bars." Re-instruction on how to charge the implant was then given by the managing physician. Follow up information received from the patient on (B)(6) reported that the circumstances that led to the return of symptoms was the battery not being charged, which caused the implant to turn off. To resolve the issue troubleshooting was performed and the implant was turned on, resolving the issue. It was then reiterated that the rechargeable batteries are not customer friendly for a person with mild/severe parkinson's disease, and that the placement of the charger is very sensitive to the location of the dbs battery. As a result it can take a long time to recharge and it is frustrating for the patient to find the best location. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.